Manufacturer narrative:
Investigation summary: the third event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection, engineering noted that there was an insufficient jaw gap between the upper and lower jaws. This allowed the upper and lower jaw to come into contact and create a short circuit. Engineering was able to replicate the device alarms when the device was activated on tissue and an analysis of the device key activation logs also confirmed the incident experience. The root cause of the incident is an insufficient jaw gap. Applied medical continuously seeks to improve the form, function, and ease of use of its products. Engineering will continue to investigate the issue as a result of this feedback. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Total thyroidectomy - "total of three devices were opened. First device had several check device alarms and was not cutting properly. Second device was opened, plugged into generator, and would not activate. Third device had several check device alarms on thin tissue and did not seal tissue properly, during the seal cycle, the tissue fell out of the jaws incompletely on occasion." Patient status unknown.